Event description:
It was reported that bd alaris pump module smartsite infusion set was defective. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that all went well and taking down chemo bag/tubing when noticed that pinch clamp located directly below the tubing section that travels through alaris pump was no longer able to be re-clamped. When chemo arrived on unit, the clamp was closed and functioning properly. Plastic in clamp seemed to have worn out/lost its form.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.